Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -03.50 diopter implantable collamer lens into the patient's eye on (B)(6) 2023. The surgeon notes the lens was explanted due to excessive vaulting. A replacement lens of shorter length lens was implanted.